Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, the device attempted to pair with the mobile application but was unsuccessful. The physician alleges malfunction on the device. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Manufacturer narrative:
Further information received and review of the event indicate this event is not reportable to MDR. The device was working as intended and is not likely to cause or contribute to a death or serious injury since the icm is a diagnostic device only and does not provide life support. This is not a malfunction because it has met performance specifications and did not cause serious adverse event, and not likely to cause serious injury upon recurrence.

Event description:
The patient's device is working as intended with no adverse consequences to the patient.